Manufacturer narrative:
Age at time of event: 18 years or older.  (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). A non-bsc balloon was advanced but failed to dilate the lesion. The device was replaced with a 3.00mm x 12mm nc emerge® balloon catheter and inflated at 16 atmospheres. However, during the second inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 3.5x10 non-bsc balloon catheter. No patient complications were reported.